Manufacturer narrative:
Date rec¿d by MFR : 21aug2019 , date of report : 21aug2019 . The manufacturer's remote service technician performed troubleshooting with the customer. The customer was able to successfully perform touchscreen calibration but reported a slight toggling of the screen. The technician recommended that the customer replace the touchscreen. Multiple unsuccessful attempts were made to follow up with the customer; however, no additional information was provided. If any new, relevant information is received, the complaint will be reopened. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit's touchscreen has failed where the screen would "drift" . The customer reports that this has occurred approximately 3 times over the past 2 to 4 weeks. The device was in use at the time of the event; however, there was no patient harm.